Manufacturer narrative:
The technician found all of the brake caster swivels were failing. The technician replaced the brake casters to repair the stretcher.

Event description:
Information received indicates the brake is not working.